Event description:
It was reported that a user experienced a scan error when attempting to pair a libre 3 plus sensor with the ilet mobile app, was unable to pair with an iphone, and subsequently paired successfully using an android device, after which the sensor entered warmup. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as designed after pairing on android and that the issue was resolved through guidance without device replacement. It was concluded that the event was related to pairing and connectivity, and that the system operated normally once paired on android.